Event description:
The patient's family member reported that the patient expired approximately two years ago. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.